Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain, nausea, vomiting, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2023 presented with enterococcus cloacae and a white blood (wbc) count of 3399/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained, after the patient¿s pd catheter (not a fresenius product) became contaminated, the patient recapped their catheter and did not inform the outpatient clinic until symptoms presented. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for two weeks. A follow up wbc count taken in the outpatient clinic on (B)(6) 2023 presented with 168/mm3, demonstrating the effectiveness of antibiotic therapy for this patient. The patient is recovering from this event as they remain asymptomatic while on antibiotic therapy at home. It was confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home follow in this event.